Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needs her sensor replaced. Customer did not feel well and felt dehydrated. Customer's sensor glucose value was 82 and her blood glucose was at 470 mg/dl. Customer has treated with the pump. Customer stated that the pump has been off by 100 for the last couple of days. Customer stated that today it was off by 400. Customer does calibrations a couple times a day. Customer's sensor glucose value was at 73 and her blood glucose was at 470 mg/dl. Customer's sensor was also reading at 150 but her blood glucose was 222 mg/dl. Customer declined troubleshooting. Customer stated that she just got back from a funeral and wasn't feeling well. Customer was advised that the sensor will be replaced.